Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and redness at abutment site and subsequently was treated with oral antibiotics and topical steroids (date not reported) for a duration of 7 days. The implanted device remains.